Event description:
It was reported that bd alaris secondary set had air in line the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. (B)(6) rn said, she continues to get air boluses when priming and administering a secondary.

Manufacturer narrative:
The date received by manufacturer has been used for this field. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that there was air in the line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
No additional info.